Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis. Treatment was not reported. At the time of this report the patient¿s condition was stable. No further information was provided regarding the outcome of the peritonitis or if dianeal/nutrineal therapies were ongoing. No additional information is available.